Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694958 implantable tachy lead, (B)(6) 2006; 5076-52 implantable pacing lead, (B)(6) 2010. (B)(4).

Event description:
It was reported by the patient that they were in atrial fibrillation (af) all the time, one of their pacing leads was not working, and they went in to surgery for a defective lead. Additional information was received indicating that the left ventricular (lv) lead had no capture at maximum output. The lv lead was capped and replaced. No patient complications have been reported as a result of this event.